Manufacturer narrative:
One 72202595 twinfix ultra pk 4.5mm suture anchor reported on. Product was not returned for evaluation per the customer. Due to unavailability, the allegation could not be fully confirmed. Definitive conclusions, investigation and evaluation were not possible without physical evaluation. If objective evidence becomes available to assist with evaluation, the complaint will be revisited. Factors that may affect device performance include: device storage, device ability, surgical ability, procedure location and tissue condition. Influences that could compromise product performance or integrity include: unexpected bone condition/density. Alternate method than technique driven instructions for use. Incomplete anchor insertion. Loss of or lack of axial alignment. Per instruction for use: ¿caution: use of excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor. If more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. It may be necessary to reduce the anchor size or increase the hole size to achieve optimal insertion force. It is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure¿. Maintaining axial alignment is critical to successful implantation. Final product met predetermined specifications upon release to distribution. There were no other complaints for this lot.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a shoulder surgery the anchor broke upon insertion and it came off of inserter. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported.